Event description:
It was reported that the patient experienced recurring incontinence with a ten year old artificial urinary sphincter (aus). A surgery was performed, in which it was noted that the device was not inflating. No information was provided about the patient's outcome, however the implant was working after the surgery. No more information available at the moment. Should additional information become available, it will be provided.